Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass procedure, out of box, the cardiotomy reservoir had two broken ports. There was no delay in surgery. There was no pt involvement.

Manufacturer narrative:
Terumo received the actual device and the complaint was confirmed. The device was most likely damaged during shipping and handling. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).